Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: a visual and microscopic examination identified proximal stent damage and shaft kinks. The struts on rows 1-3 were misaligned. The damaged portion did not meet product specification for outer diameter. The undamaged portion was within specification. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. Shaft kinks were identified along the entire length of the hypotube shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2010. It was reported that during a stenting treatment procedure, crossing difficulty occurred. The 97% stenosed target lesion was located in the narrow, totally occluded, calcified and severely tortuous distal right coronary artery. The lesion was predilated with a 1.5x9mm non-bsc balloon catheter. A 2.25x24mm promus element stent delivery system was advanced, but was unable to cross the lesion. No stent was implanted and the case was considered completed with balloon dilation only. There were reported no patient complications and the patient condition post procedure was reported to be good. However, product analysis revealed stent damage. This product is only ous approved, but it is similar to an approved us device.